Manufacturer narrative:
(B)(4) - (open repair). Event evaluation: report is still under investigation.

Event description:
On (B)(6) 2012, a (B)(6) male patient underwent a aaa repair. Eight days after the procedure, the patient came in with a cold leg. The physician operated and had to do a bypass. No further details of patient outcome were provided by the reporter.